Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on the patient, it was reported that at the moment to of opening the packaging, the suture was tested, and showed two colors. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the issue occurred during a procedure? If yes. Please provide procedure name? What was used to complete the procedure? Is it possible that this device was mixed with another product? Please confirm. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/17/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one labeled winding former with a taped needle/suture broken in two sections of product code185t were returned for analysis. As per visual inspection of the sample received, the strand was taped to paper lid, only can be performed visual inspection and it was observed color variation, since the suture pieces were noted with an unusual color (black and dark gray). In addition, the suture end appears to be cutted by surgical instrument and the other suture ends were observed with stress. An analytical characterization experiment, performed on silk sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these colored sutures in current overwrap packaging to lose their color, but it is not known how many decontamination treatments would be necessary to achieve this. Due to the suture pieces taped to paper lid, no functional tests could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/6/2023. Additional information was requested, the following was obtained: could you please confirm if the issue occurred during a procedure? If it happened during the procedure. Please provide procedure name? They were performing a tummy tuck, and the suture was used to fix the drains. What was used to complete the procedure? They used the same code, but they had to open a new suture. Is it possible that this device was mixed with another product due to the color issue in reference with the product code you received? Please confirm. The client mentions that the product was not mixed with other products, since they keep the sutures separate and in boxes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint #: (B)(4). Date sent to the FDA: 1/6/2023. Corrected information: d1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.